Event description:
It was reported that the pump had flipped and it was thought that "it might be kinked". The patient was undergoing a revision to flip it back to position and the physician may use a dacron pouch to prevent it from flipping. It was noted that the low reservoir alarm date was the date of the report and the reservoir volume was zero. It was stated that the patient was "fine" and had been getting therapy. The pump system was being used to deliver baclofen. It was later reported that the physician replaced a portion of the pump segment that attached to the pump. The drug in the pump was later noted to be lioresal. It was later reported that the patient was complaining of spasticity relief and that the patient was later doing fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).